Event description:
Caller alleged discrepant inratio inr result in comparison to the nurse inratio inr result on 2 different monitors, same strip lot. Results are as follows: date: (B)(6) 2014, inratio inr: 6.5, 5.0, nurse inratio: 2.5. The time between testing was 5 mins. Therapeutic range: 2.0 - 3.0 for the pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.